Event description:
It was reported that the diamondback 360 coronary orbital atherectomy device (oad) was advanced to the right coronary artery (rca) via radial access. Four low speed treatments and one high speed treatment were performed. It appeared that during the high speed treatment, the physician could have moved the oad too proximal to the guide catheter tip. There was an acute bend just distal to the guide catheter tip where upon completion of the last run the burr had passed. The oad was removed after successful atherectomy. A contrast was administered and identified a perforation. A stent was used to tamponade the perforation but was unsuccessful. The patient moved their arm and the movement did not result in furthering the perforation but did result in the viperwire guidewire becoming disengaged and losing wire access. Groin access was then gained and the patient was intubated. The rca was cannulated. Contrast then revealed a thrombosed perforation. Post dilatation was performed which knocked off some thrombosis and re-opened the perforation. In the opinion of the physician, the oad caused perforation as the high speed run was performed on a bend. After the perforation, the wire was pulled back due to the patient moving. Upon regaining access into the femoral artery, the physician tried to rewire the vessel. However, the wire could not pass. The wire access was not regained and was in the perforated area. The physician ballooned the area which opened the perforation further. At this time, no flow was observed in the distal rca. As per the physician, no flow was due to the perforation being so large and when the balloon was inflated there was either a diction flap that closed the vessel or the thrombus. Flow was not restored and cardiothoracic (CT) surgery was called. It was noted that the act was drawn prior to intervention and was in normal interventional limits. The patient was taken for emergency bypass. During the transfer of beds, the patient was dropped and the pericardiocentesis catheter came out. Once on the bed, access to the pericardium was attempted, however, was unsuccessful. The patient expired. The physician believed the primary cause of death was due to the perforation of the vessel and the oad caused or contributed to the death. The secondary cause of death was due to the unsuccessful treatment of covering the perforation and there was no alleged malfunction on the guidewire.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported patient perforation of vessels, vessel occlusion, thrombosis and related surgical intervention, unexpected medical intervention and death appears to be related to operational context. In this case it is possible that the reported patient perforation of vessels, vessel occlusion, thrombosis and related surgical intervention, unexpected medical intervention and death are a result of the patient¿s disease severity and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated fields: g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions).

Event description:
It was reported that the diamondback 360 coronary orbital atherectomy device (oad) was advanced to the right coronary artery (rca) via radial access. Four low speed treatments and one high speed treatment were performed. It appeared that during the high speed treatment, the physician could have moved the oad too proximal to the guide catheter tip. There was an acute bend just distal to the guide catheter tip where upon completion of the last run the burr had passed. The oad was removed after successful atherectomy. A contrast was administered and identified a perforation. A stent was used to tamponade the perforation but was unsuccessful. The patient moved their arm and the movement did not result in furthering the perforation but did result in the viperwire guidewire becoming disengaged and losing wire access. Groin access was then gained and the patient was intubated. The rca was cannulated. Contrast then revealed a thrombosed perforation. Post dilatation was performed which knocked off some thrombosis and re-opened the perforation. In the opinion of the physician, the oad caused perforation as the high speed run was performed on a bend. After the perforation, the wire was pulled back due to the patient moving. Upon regaining access into the femoral artery, the physician tried to rewire the vessel. However, the wire could not pass. The wire access was not regained and was in the perforated area. The physician ballooned the area which opened the perforation further. At this time, no flow was observed in the distal rca. As per the physician, no flow was due to the perforation being so large and when the balloon was inflated there was either a diction flap that closed the vessel or the thrombus. Flow was not restored and cardiothoracic (CT) surgery was called. It was noted that the act was drawn prior to intervention and was in normal interventional limits. The patient was taken for emergency bypass. During the transfer of beds, the patient was dropped and the pericardiocentesis catheter came out. Once on the bed, access to the pericardium was attempted, however, was unsuccessful. The patient expired. The physician believed the primary cause of death was due to the perforation of the vessel and the oad caused or contributed to the death. The secondary cause of death was due to the unsuccessful treatment of covering the perforation and there was no alleged malfunction on the guidewire.